Event description:
It is reported that the patient was revised due to loosening of the tibial component. When removed the tibial component had fibrous ingrowth.

Manufacturer narrative:
This report will be amended when our investigation is complete.